Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye with no issues noted. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked while in use on a patient undergoing peritoneal dialysis (pd). The leakage occurred at the twist clamp and occurred even though the twist clamp was closed. As a result, the patient¿s transfer set was changed. It was unknown if the patient received preventative medication. The outcome of the patient was reported to be ¿patient not affected¿. No additional information is available.